Event description:
A cartridge alarm identified as alarm 20 occurred while the pump was in use, preventing the customer from successfully loading a new cartridge and continuing insulin therapy. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so no information was available regarding any adverse impact. Technical support assisted the customer by arranging a replacement pump, and the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.